Event description:
The initial reporter received questionable hdl-c gen.4 and ldl_c ldl-cholesterol plus 3nd generation results for one patient tested on a cobas 6000 c (501) module. The customer confirmed qc was acceptable prior to patient testing. On (B)(6) 2021, the patient's initial results were reported outside the laboratory. The patient's physician questioned the results, and the customer performed repeat testing with the patient's sample on the same cobas 6000 c (501) module on (B)(6) 2021. On (B)(6) 2021, the patient's results were hdl 9 mg/dl and ldl 9 mg/dl. On (B)(6) 2021, the patient's repeat results were hdl 62 mg/dl and ldl 201 mg/dl. The customer determined the repeat results were correct. The hdl reagent lot number was 45528001 with an expiration date of 30-nov-2021. The ldl reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
The customer performed further testing with other patient samples that were collected at the same time, and the customer confirmed no discrepant results were found. The customer attempted to freeze and thaw samples for comparison testing, but the issue could not be reproduced. The customer declined a field service engineer visit for further investigation. The investigation is ongoing.

Manufacturer narrative:
The customer's calibration results were ok. The customer's qc results had results outside of 2 standard deviations. The investigation reviewed the system's alarm trace and found "sample short" and "abnormal aspiration" errors. The field service engineer instructed the customer on how to update the assay's reporting result parameters. He performed system checks with acceptable results. After service, no further issues were reported by the customer. The investigation did not identify a product problem. The cause of the event could not be determined.